Manufacturer narrative:
Event date: (B)(6) 2014.

Event description:
A report was received that the patient was having sharp pain at the pocket site. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was buried a little deeper. The patient was reportedly doing well.